Event description:
As reported by the user facility through medwatch report #(B)(4): " the pt was on a morphine drip. Bag #2 hung at 5 mg/hr. Approximately four hours later, pt had change in assessment with decreased blood pressure. Md called and drip rate reduced to 2mg/hr. Pt also received normal saline bolus of 500 ml. Approximately 30 minutes after the bolus and the reduction in the drip rate, the blood pressure remained low. Respiratory rate low. Rapid response team called and pt received narca 0.1 mg. Approximately 20 minutes later, the IV pump alarmed and said check upstream occlusion. The bag was found empty. Bp remained low. Pump removed. Approximately 30 minutes later, pt given another narcan. Pt responded with increase in bp and respiratory rate, more arousable. One hour later, recheck of vital signs noted blood pressure and respiratory rate were still low. Md called and pt given another dose of narcan. Approximately 40 minutes later, recheck blood pressure still low. Md called and pt started on a narcan drip for next 18 hours. Pt stabilized and restarted on morphine drip for pain. Temporary harm. Biomed inspected pump. Tubing was found twisted inside the pump. Rn interviewed and did not change the tubing when hanging bag #2. Potential malfunction of the pump caused the tubing to become twisted and likely caused the over-infusion." Medwatch# (B)(4). Reference MFR# 9610825-2012-00242.